Event description:
It was reported during analysis that the left ventricular lead exhibited high capture thresholds. The lead was capped 7 dec 2021 and replaced. The patient was stable and asymptomatic.